Manufacturer narrative:
Device lot#: batch 1271479 does not exist for material 366164. Medical device expiration date: unknown. Initial reporter phone: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® k2e 7.2mg plus blood collection tubes, the device experienced foreign matter this event occurred once. The following information was provided by the initial reporter. The customer stated: extra plastic piece in the tube.

Manufacturer narrative:
H.6. Investigation summary: bd received 2 photographs from the customer in support of this complaint. An evaluation was conducted and the issue of foreign matter was observed as the attached photographs shows evidence of plastic inside the tube. Bd was able to confirm the customer¿s indicated failure mode based on the photographs provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e 7.2mg plus blood collection tubes, the device experienced foreign matter this event occurred once. The following information was provided by the initial reporter. The customer stated: extra plastic piece in the tube.